Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was deemed inoperable due to the patient losing stimulation, and their ipg no longer communicating with their programmer. As a result, the patient's ipg was explanted and replaced with a different model. Surgical intervention resolved the patient's issue.